Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/17/2024 to 11/22/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 25-dec-2022. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 25-dec-2022 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 10-nov-2024 and event dates of 08-nov-2024 and 16-oct-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 10-nov-2024 and event dates of 08-nov-2024 and 16-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 10-nov-2024 and and event dates of 08-nov-2024 and 16-oct-2024 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found on: 11/04/2024 21:16:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected delivery alarm/insulin flow blocked alarm noted during testing. Lostsensor1alert (780) was found on: 10/10/2024 02:01:00.000, 10/10/2024 02:11:00.000, 10/13/2024 22:36:00.000, 10/13/2024 22:46:00.000, 10/14/2024 01:51:00.000, 10/14/2024 02:31:00.000, 10/14/2024 02:41:00.000, 10/16/2024 15:16:00.000. Lostsensor2alert (781) was found on: 10/16/2024 15:37:00.000. Sensorexpiredalert (794) was found on: 10/16/2024 13:35:46.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Replace battery alert was found on: 10/10/2024 21:03:00.000. Low battery alert was found on: 11/10/2024 11:46:00.000. Insert battery alarm was found on: 10/10/2024 21:04:17.000, 11/10/2024 11:46:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 20-nov-2024 at 12:33:58 am. There was no power data available for the event date of 10-nov-2024 and date of 10-oct-2024. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and elevated ketones/diabetic ketoacidosis. The customer reported blood glucose value of 390 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, no treatment. The event involved product(s) mmt-1884, mmt-386a, and mmt-326a. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-386a. No product return is required for mmt-326a.